Event description:
Pt had silicone gel breast implant (335 cc) implanted in may, 1984. Pt developed mass in right breast within last 1-2 yrs. Mammography recently showed ruptured implant with silicon gel extruding from implant. On 7-13-98 pt underwent removal of ruptured gel implant and replacement with saline implant.